Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called to report a motor error alarm. The customer's blood glucose reading was 439 mg/dl. The customer performed troubleshooting and was able to clear the alarm. The customer also had a no delivery alarm and a bent cannula. The insulin pump was replaced, however it will not be returned for analysis.